Event description:
On 04/09/2007, the company received a report where it was claimed that the inner cannula locking ring broke during patient use. Replacement of the tube was required. No further information was provided.